Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited competitive pacing due to inappropriate blanking of the ventricle signals, caused by atrial pacing. The patient appears to have experienced an accelerated junctional rhythm. Technical services (ts) noted that the pacemaker is operating as programmed and suggested that they could shorten the atrio-ventricular delay. No adverse patient effects were reported. This device remains in service.